Event description:
It was reported that this implantable lead was part of system revision due to itching at the wound site. No additional adverse patient effects were reported. The implantable lead remains in service.